Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control and 3 high level of hcg urine controls (201.8 iu/ml, 202.6 iu/ml and 248.6 iu/ml), all results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Email was received from distributor. A customer had called and stated a patient came in on (B)(6) 2015 to be tested for pregnancy after testing positive using an over-the-counter pregnancy test. Patient stated she performed the test five times and results were all positive. Patient's urine sample was tested using the icon 25 hcg pregnancy test and a negative (-) result was observed. The control or "c" line on the test device was observed as good. No retest was performed. Patient's serum sample was sent out to a private testing laboratory for qualitative testing and a positive result was observed. The customer is with a government clinic wherein patients come in for evaluation to get free medical aid. Patient is tested and released, therefore no other confirmatory test is done in the clinic. Once patient is released, the patient is free to see a physician of his/her choice; therefore, no treatment is given to patient(s) at the clinic and patient condition is unknown. No further details are available. No adverse events reported.